Event description:
In 2008, the distributor reported that during surgery, the surgeon attempted to implant a closure top when it cross threaded. The surgeon then attempted to implant another one, and it also cross threaded. The surgeon then explanted the closure top and screw and implanted another screw and closure top. There was a minimal surgical delay of 10 minutes to replace the screw.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.